Event description:
A baxter medical affairs information specialist notified baxter's corporate product surveillance that a flo-gard infusion pump stopped during patient use and alarmed "f38 internal failure." The facility changed the pump. Additional information from the medical affairs information specialist confirmed that there was no patient injury or medical intervention associated with this report. The serial number was not provided. No further information is available. (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with failure code f-38 was not confirmed or duplicated by baxter service personnel. The device was not returned for evaluation; therefore, no root cause could be determined and no repairs were made to the device. Should additional information be received, a follow-up medwatch will be submitted.